Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 2 months due to infection.

Manufacturer narrative:
(B)(4) initial report: additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient details and an update on the patient post revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report . Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient details and an update on the patient post revision, was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. All parts associated with these records were manufactured, packed and sterilized in accordance with the relevant standards at the time of manufacture. Infection is a known complication with any invasive surgery. Based on the available information, no further investigation can be conducted and the root cause of the infection could not be determined. This case is thus considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event

Event description:
Trinity revision of the ecima liner and biolox delta ceramic head after approximately 2 months due to infection.